Event description:
Customer reportedly received results of 61 mg/dl on the mobile system and result of 116 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278153, expiration date (B)(6) 2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.